Event description:
Caller indicated the relion prime meter was giving high readings. Customer stated she took a test at 2:03am and got a reading of 172 so she took 3 units of novolac. At 7:11am took another reading and got 200 so she took 4 more units of insulin. When she woke up at 9:57 her reading was 104, but she was feeling shaky, sweaty and very weak so she did a test with her other meter and got a reading of 66 which correlated to how she was feeling. She had orange juice and toast to bring her sugar up. After that she felt good enough to go and see if she could exchange meter at store. She is washing hands or using alcohol and lets it dry. She is using new lancet every time and stores strips in her bedroom. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.